Event description:
It was reported that the patient's blood glucose level rose to 23.4 mmol/l (421.2 mg/dl) while wearing the pod between 1 and 4 hours. Investigation of the pod found a tear in the cannula. The device was originally reported due to bleeding at the infusion site.

Manufacturer narrative:
No blood was observed on or within the device. The cannula assembly and bottom housing were inspected under magnification for manufacturing deficiencies that could cause bleeding or bruising and no issues were found. The exposed portion of the soft cannula was found to have a tear and cause a leakage. Fluid was observed exiting the tear during fluid path test. It could not be determined when the tear occurred despite it could not have caused the reported event. No other damages or defects were found with the device. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+ please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.